Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) door is broken. A review fo the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver log was opened for further evaluation. Trouble shooting for the receiver and battery was performed during an interior inspection and the inspection failed. The reported event of the receiver displaying the initializing screen without a manual restart was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed the initializing screen without manual restart. No additional event or patient information is available.